Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an over delivering alarm. Customer was hospitalized due to low blood glucose with blood glucose of 50 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. The customer's physician noted improper and inconsistent use of the pump which may have led to the low. There were days on the pump reports that had no boluses and other days with large boluses of up to 20 units without testing for blood glucose levels, or using the bolus wizard. Troubleshooting was not completed. The insulin pump will not be returned for analysis.